Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 11-363661, cocr modular head, 759290; 51-113150, tprlc 133 type1 bm so 15.0, 3377801; 010000665, g7 pps ltd acet shell 56f, 3976949. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08105.

Event description:
It is reported that the patient was revised due to dislocation of the hip as a result of falling. The liner and head were removed, and there was no visible damage to either product.